Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they disconnected sensor from body, and found a short electrode. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that the transmitter did not blink when connecting to sensor. The device will not be return for analysis.